Event description:
Boston scientific received information that during a follow up high out of range pacing impedances were noted on the right ventricular lead. The physician elected to open the device pocket to evaluate the device and lead. When the device was taken out of the pocket a fractured header was revealed. Both the device and lead were explanted and replaced. The device and lead will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon analysis this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that this lead was capped and will not be returned.